Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a battery cap was not returned with pump at time of investigation; a test cap attached to pump but continued to spin without tightening properly. Review of the black box data did not reveal any records of power on reset. On examination, the battery compartment was found to be cracked at the threads to the left of the bumper, at case seal to the left of the bumper and below the bumper traveling toward the case seal. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The error is resident to flash chip (u39). Unable to duplicate complaint of ¿no power¿ during the investigation. However, the alleged damaged was confirmed.